Event description:
It was reported that the radio frequency head was only intermittently connecting with implanted devices. When the head was changed out, the same programmer was able to work as expected. The head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Rf (radio frequency) head cable found out of electrical specification. Upper case is broken.